Event description:
It was reported that during a left axilliary artery interventional procedure, as the xpert stent was being inserted onto the non-abbott guide wire the distal end of the stent began to flower and as it was manipulated, after removed from the guide wire, the stent prematurely deployed. The xpert stent was set aside and another stent was used to complete the procedure. There was no adverse patient effect or significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: runthrough, guide cath: 6 fr guiding catheter. (B)(4) for biliary stent used in periphery. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. It should be noted the xpert stent system instructions for use states: xpert consists of a self expanding stent integrated into a delivery system, intended for use in peripheral vasculature or the biliary ducts. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.